Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "cannot see display properly". This event occurred before use but it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a "cannot see display properly" was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to a defective main lcd display. The main lcd display was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.